Event description:
Info received that alleged both side rails would not lock. No injury reported.

Manufacturer narrative:
Technician found that the siderail was bent, preventing the latch to work. Repaired the latch to resolve this issue.